Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this device system detected an increased pacing impedance measurement greater than 2,000 ohms on a non-bsc right ventricular (rv) lead. All other lead measurements were stable and within acceptable limits. The patient was brought into the clinic for further evaluation. Pocket manipulation and isometric exercises were unremarkable. It was reported that the patient with this device system reported less than one percent. To date, no adverse patient effects were reported as a result of this clinical observation.